Manufacturer narrative:
(B)(4). Additional information received on 6/21/2010: (B)(6). The analysis results showed that the device was received in good visual conditions and with a cartridge reload present. The cartridge reload was received fully fired, with the washer uncut, with the knife recess below the cartridge deck. In addition, the returned cartridge was noted to have several staples stuck in the washer and the knife damaged. It appears possible that excess of torque was placed on the distal end of the device, not allowing the retaining pin to properly assemble, becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device opened and closed without any difficulties noted during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. After experiencing difficulties to close the stapler, the surgeon could finally close the jaws on the tissues and fire the stapler, but it cut without stapling. The anastomosis was performed by manual sutures (without further detail). It is mentioned that a post-op more intensive following-up was needed, without detail. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device was not returned the complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B) (6).